Manufacturer narrative:
A break in the reinforcement wire and antenna wires was observed during initial inspection, resulting in no device output. Antenna wire and transcducer fully functional when tested seperatly to confirm malfunction was caused by the damage. Hermeticity intact. No deviations noted during testing, aside from the cut and breakage damage. Considering there is clear cutting damage on the device antenna neck and also breakage of the reinformcement wire we have concluded that this damage was caused during revision surgery, due to cutting and excessive bending of the implant. Issue will be trended to determine if additional training and/or information actions (aside from responding to this specific clinic) are needde in relation to this type of fault.

Manufacturer narrative:
Placing the implant incorrectly and needing to perform additional surgery poses a risk for the patient and also a risk of damaging the implant. As of submitting this report we still haven't received confirmation of when the device will explanted. As soon as we have received the device back for investigation we will amend this report with our investigation findings. Based on the currently available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Initially reported as a revision surgery due to implant site feeling "squishy". During revision surgery it was noted that the implant receiver coil had been placed on the temporalis muscle, despite the surgical manual stating it should be placed under periosteum. After the revision surgery the implant was no longer functioning. Device will be explanted and replaced by new sentio implant.